Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient did not performed calibrations correctly. The sensor was inserted at the arm on (B)(6) 2018. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. Labeling indicates: don't calibrate when your bg is changing at a significant rate: more than 2 mg/dl per minute. Look for rate of change arrows on your display device screen and don't calibrate when you see: a single arrow, pointing up, rising 2-3 mg/dl each minute. Two arrows pointing up, rising more than 3 mg/dl each minute. Single arrow pointing down, falling 2-3 mg/dl each minute. Two arrows pointing down, falling more than 3 mg/dl each minute. Calibrating during a significant rise/fall of your bg may affect accuracy of sensor glucose readings, resulting in you missing a severe low or high glucose event. During signal loss, don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. During error reading symbol displayed, don't calibrate. System may correct problem on its own and display sensor glucose readings again. Also, labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of inaccuracies was confirmed. The root cause was determined to be an improper calibration.